Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose of 416 mg/dl. The customer mentioned a no delivery alarm on the insulin pump. Troubleshooting was performed and blood was noticed at the site. The insulin pump will not be returning.